Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has low battery warning with pad-pak installed with 11-2017 expiration.

Manufacturer narrative:
Exemption number e2015058. The history log showed the pad-pak was first installed successfully on the 11th october 2013 and performed to specification up to the 26th june 2016. The device failed multiple self-tests due to a low battery between the 3rd july 2016 and the 22nd september 2016. The returned pad-pak was inserted into the device and the device failed to power on. A test pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green while emitting a failure chirp. This would indicate a fault. The device delivered a test shock without fault and an acceptable measurement was recorded for the shock. Investigation found a short circuit over the red status led due to over application of silver paste. The status led flashing green and beeping can be attributed to the short circuit which resulted in leakage current to the beeper. The status leds are tested during final test, it is therefore concluded that the short circuit was intermittent in nature and caused as a result of an over application of silver paste during the manufacturing process. The fault could not be replicated with a new membrane fitted. The returned pad-pak was measured and found to be depleted. This would confirm the reported fault.